Manufacturer narrative:
A sample is not available for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot number 4273293. Conclusion: w/out a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that while filling a collection box w/bd vacutainer precisionglide sample needles, a clinician received a needle stick injury from a clean needle because the needle did not have a shield on it. Although the needle was not used, the clinician received routine post exposure lab work, the results of which were negative, and was given "(B)(6)" medication by a physician. Of note, this complaint was initially reported as a missing component on (B)(6) 2015, and the decision was made that the complain was not reportable on (B)(6) 2015. On 06/01/2015, add'l info was received indicating that a clean needle stick injury occurred and that prophylactic treatment was given.